Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the high flow insufflation unit suddenly restarted on its own. The issue was found during a therapeutic laparoscopic colorectal resection procedure. The procedure was completed using a similar device there were no reports of patient harm. Related patient identifier: (B)(6), sn: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective pressure sensor circuit board (cr board). Olympus will continue to monitor field performance for this device.